Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on the subject device, the monitor temporarily blacked out and recovered after a few seconds. The issue occurred at diagnostic routine upper inspection procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, historical data analysis concluded that the failure mode was within expected parameters. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customers.